Event description:
It was reported that the device could not be interrogated with the programmer. The device was replaced. The patient's condition was good after the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device current consumption was high, depleting the battery prematurely. The high current was isolated to the rf module.